Event description:
It was reported that during an unknown procedure, the device misfired. There were no patient consequences. It was not noted how the case was completed.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: how did the device "misfire"? Asku. Did the device fire at all? Asku. Did the device fire intermittently? Asku. Were the clips malformed? Asku. Scissored, clip gap, or other? Asku. Were the clips dropping/ejecting from the jaws? The clip cut thru the cystic duct. Which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? The cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes. What were the indications for surgery? Gallbladder. What was found? Acute gangrenous gallbladder. Does the patient have any relevant history of surgical treatments? No. Did somebody other than the primary surgeon fire the instrument? Yes if so, whom? Tech. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Which of the instances describe the event: did the device deliver a scissored clip which cut the structure? No. Did the device deliver a properly formed clip which cut the structure? Yes. Did the clip not feed into the jaws, resulting in the jaws cutting the structure upon firing? No. How was the structure repaired? Endoloop.